Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of deflation and anxiety-product/procedure was reviewed on july 08, 2020. Visual analysis of the identified photos: device patch with lot number 1358741, apparently have no opening and crease fold. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This record is for the left side.